Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6026679. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a consumer injected herself with insulin using a 31 g x 5 mm bd micro-fine pen needle prior to a breast cancer operation and the pen needle broke off in her abdomen. The patient had surgery to find and remove the broken needle but the needle was not found.